Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, no image display, curved rubber adhesive missing, insufficient bending angle, switch 3 failure, light guide peeling, and video connector case difficult to remove were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a noisy image was noted with the endoeye flex 3d deflectable videoscope. During a standard service inspection of the customer returned device, the image failed to appear. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported that the event occurred during procedure and a similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. Possible causes were failures of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. It may have also been caused by an unstable communication status between the endoscope and the video system center due to the attachment of foreign materials or scratches in the electrical connectors of the video connector. Olympus will continue to monitor field performance for this device.